Event description:
Threaded guidewires x 2 for the 4.0 cannulated screws were placed through the fracture fragment, one centrally for screw placement and one more proximal as a derotational pin. Fluoroscopy confirmed appropriate pin trajectory on ap, oblique and lateral views and the guidewire was noted to be outside of the olecranon fossa on these views but close to the dense bone at the edge of the fossa. A 2.7 mm drill was used to perforate the medial epicondyle fragment to prevent fragmentation with the screw and a depth gauge was used to measure for the central screw. A 4.0 x 40 mm screw was selected. The screw was placed but partway through screw placement, it was noted that the screw was difficult to place so fluoroscopy was used to confirm trajectory and the distal threads were noted to have unwound inside the bone. The screw was removed and both k-wires were removed to allow appropriate aspect to the olecranon fossa there the screw fragments were located. These were easily removed in 2 pieces and the articular surface was inspected again, without significant damage visible. The area was again thoroughly irrigated with normal saline to ensure no loose debris was present in the joint and fluoroscopy used to confirm all metal fragments had been removed" discharged same day of surgery.